Manufacturer narrative:
The gore® cardioform septal occluder instructions for use state in the warnings section that "patients allergic to nickel may suffer an allergic reaction to this device..." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A gore field sales associate read a facebook post from a patient indicating that she was having a gore® cardioform septal occluder implant removed due to nickel allergy. It was further indicated from the post that the implant took place 2-3 months ago, and was to be removed in a transcatheter procedure on (B)(6) 2022. Additional information from the facility suggests a transcatheter reintervention was attempted; however, the device was unable to be removed due to tissue ingrowth. Patient outcome and current treatment is unknown.

Manufacturer narrative:
E1: added initial reporter name and phone number, as a physician's name was obtained. E2/e3: updated per additional information received. H10: the patient underwent an assessment to see if the device could be removed. The assessment was a transcatheter procedure where it was determined there was nowhere to grab the device with a snare due to tissue ingrowth. Thus, transcatheter device removal would not be attempted. It is unknown at this time whether the patient will seek further treatment.